Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1174. It was reported the patient is experiencing a heating sensation at her ipg site while charging. The patient declined replacing her charger with a new le charger and is requesting her ipg to be removed.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a filed correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.